Event description:
A letter has been received from (B)(4) explaining that they have been instructed to pursue personal injuries and damages allegedly suffered by their client due to a reported failure of her metal-on-metal hip implant. The solicitor does not provide details of the alleged failure.

Manufacturer narrative:
The information in this report was provided by a foreign solictor regarding a legal claim. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0046, lot # fm060333, description: mitch trh md hd sz 46+0, manufacturer: depuy. Cat # mac-9988-4652, lot # fm061602, description: std mitch trh cp sz 46/52, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Manufacturer narrative:
An event regarding failure of metal-on-metal hip implant involving an accolade stem, mitch shell, mitch head was reported. The event was not confirmed. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
A letter has been received from curtis legal ltd explaining that they have been instructed to pursue personal injuries and damages allegedly suffered by their client due to a reported failure of her metal-on-metal hip implant. The solicitor does not provide details of the alleged failure.